Event description:
It was reported that the patient¿s implanting healthcare provider (hcp) moved and did not tell the patient. The patient reporter that there was no other hcp around that worked with her device and she did not know what to do. The patient stated that she had a lot of scar tissue around the implant and she can feel it. The patient built scar tissue ¿pretty fast¿ and believed she had the scar tissue for ¿a while.¿ the patient noted that the device was working fine and she was not having any problems with it, but now it seemed like she was going to the bathroom quite often at night and having significant pain from it. This all began ¿probably six months ago.¿ the patient was diagnosed in (B)(6) with acute chronic fibromyalgia and after that came on the pain around her implant just really started bothering her. The patient noted that the pain around her implant had been going on for ¿a while, probably¿ since she hurt herself at work on (B)(6) 2012. The patient mentioned that she just got a kidney infection, had never had one before, and did not know if pain was a part of it. The patient was in the hospital two weeks ago for the infection. The patient needed her issues addressed immediately because the kidney infection was back. The patient was wondering if her leads had come out from where they were supposed to be and could be causing her problems. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v561293, implanted: (B)(6) 2010, product type: lead. (B)(4).